Event description:
It was reported that cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was implanted in the laa of the patient. There was no baseline effusion noted prior to the procedure. An laa angiogram revealed contrast in the pericardial space after device deployment. The implanting physician believed that perforation of the laa superior/side wall occurred at the time the pigtail was removed from the was. Torque was released and the was migrated beyond the wall of the laa. The patient developed tamponade and pressures dropped to 40 systolic. Pericardiocentesis was successfully performed immediately removing 800 cc of blood and the effusion mitigated, but after observation the effusion continued to return. The patient was heparinized to an act of 267. Protamine reversal was administered after the was was removed from the laa. The patient was sent to cardiac surgery where the device was retrieved and the laa closed. The patient was stable post-surgery.